Manufacturer narrative:
H6: investigation summary as a lot number was unknown for this incident, a review of the production history records could not be completed for this incident. To aid in the investigation of this reported issue, one picture sample was returned for evaluation by our quality engineer team. The picture was examined and the scale was observed partially erased. The process used to print the scale is called ¿hot stamping.¿ a metal stamp is heated and interposes a special black printing foil onto the syringe barrel. The permanency of the scale can be affected by use, especially if the external surface of the syringe is in contact with any solution or medication. Per the picture sample findings, it has been concluded that the scale issue resulted from the media in contact with the syringe scale. H3 other text : see h10

Event description:
It was reported that syringe 2ml ls emerald scale marking came off. The following information was provided by the initial reporter: the graduations of a 2ml bd (emerald) syringe come off and are found in small particles on the radiologist's sterile gloves during an infiltration.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 2ml ls emerald scale marking came off. The following information was provided by the initial reporter: the graduations of a 2ml bd (emerald) syringe come off and are found in small particles on the radiologist's sterile gloves during an infiltration.